Event description:
The customer reported that he was experiencing a problem with his olympus high flow insufflation unit. According to the initial reporter, the device was having difficulties maintaining a specified pressure ¿ the dial kept going up and down. Reportedly, this occurred during a laparoscopic herniotomy procedure. The procedure was successfully completed using the subject device with an approximate 5-minute delay. There was no harm to the patient as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿pressure goes up and down¿ was not confirmed, and no defect was observed in the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.